Event description:
No known adverse event. No video image. The date of occurrence is unknown. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the us connector cable buckled. Based on the result, we concluded, that it was caused, due to the excessive force applied on the us connector cable. In addition, we confirmed, that the bending rubber gluing discolored. However, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
Correction information: g4:. Premarket identification PMA/510(k) g6: follow up #2 h2:if follow-up, what type?